Manufacturer narrative:
Health effect - impact code continued: f2201 - biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, pain, visibility/palpability, crease/folding of implant.

Event description:
Healthcare professional reported right side "seroma-late, pain, and visibility/palpability." Healthcare professional additionally reported "rupture, and crease/folding of implant." The device remains implanted.